Manufacturer narrative:
Pc-(B)(4). Batch # 131a52. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with no apparent damage and without a reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The reload loaded as expected and the device fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the procedure I was following, after using the first load of the stapler, after it was removed, the stapler used in the patient's procedure was defective and no longer fit the loads, we tried more than one load, but we were not successful. With that, it was necessary to replace it. No patient consequences reported. No further information is available.